Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) instrument would no longer open. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested three times on an in-house system, passing recognition and engagement tests, cut and seal test, and intuitive motion test each time. It demonstrated full range of motion, and the grips functioned correctly. No debris was observed on the jaws, and no damaged or loose grip cables were found at the proximal end. Additionally, investigation found a functional test failure (cut test fail with no blade damage) indication in the system logs although these were not replicated during in-house testing. Visual inspection showed the blade and blade cable were undamaged, and the instrument continued to pass recognition, engagement, and performance tests with proper grip operation and full range of motion.